Event description:
The customer reported a leak of unknown volume from the lh 500 hematology analyzer. The customer stated that the leak was contained within the instrument and the instrument generated intermittent 60 psi (pressure) failures during startup. The customer was wearing personal protective equipment consisting of gloves, a laboratory coat, and glasses at the time of the leak and there was no report of injury or direct exposure to the leak. Erroneous results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and replaced vacuum supply chamber vc6 and waste chamber vc7 as fluid (cleaner) from vc7 was being drawn up into vc6 during startup. The fse stated that cleaner was vented out of the port into the vacuum trap and the pressure line. The fse also replaced the vacuum trap. The cause of the event is attributed to waste chamber vc7 which caused fluid to flow into vc6 and the vacuum trap, causing increased fluid buildup in the pressure lines and the dryer membrane. (B)(4).